Manufacturer narrative:
Complaint confirmed, the cannula was found to be bent and the #2 pushrod tab assembly to be bent and dislodged. As trigger #1 was not pulled back behind the bump, its pushrod likely obstructed the cannula, resulting in the pushrod tab assembly # 2 damage observed. The bent condition will prevent the pushrod from reaching and clearing the end of the cannula, thus preventing the release of implant #2. The bent condition is most likely due to leveraging of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair procedure, after the surgeon deployed the first implant, the inserter bent slightly. Rep stated that there was no excessive force being applied. When the second implant was pushed forward, the implant could not get through the bent tip and the inner mechanism broke. Nothing broke off from the device; it was the inner track. The sutures were cut and the implant was left in the meniscus. The case was then completed with another meniscal cinch ii, ar-4501.